Event description:
Reporter indicated that vns pt was scheduled for explant because their incision was open to the point that the device was visible through the incision site. Further follow-up revealed that the pt was explanted and would not be re-implanted because pt had picked at their incision site causing wound dehiscence. Treating neurosurgeon believed that if the pt was re-implanted with the vns system, that the pt would again pick at the incision site. It was reported that there was no infection at the incision site and the pt's wound was healing nicely following explant surgery.